Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found error code 41541. During the evaluation of the device the cycle power the pump multiple times, the error occurs intermittently. The customer reported condition was confirmed. Based on the mother board cause the problem. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 was alarming cassette not attached and alarming 41541. No adverse patient effects were reported.